Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl,169 mg/dl. Customer also reported that insulin was not working and customer already replaced the battery on the insulin pump 3 times but nothing happens and insulin pump had a blank display. The customer declined troubleshoot for low blood glucose because insulin pump was not turning on. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display, problem isolated to electrical board. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify unresponsive keypad due to blank display.